Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed for power loss. The customer had tried three new batteries and had battery failed. The customer was advised to remove the battery for 10 minutes and wait for the notification light to stop and then insert a new battery and clear the alarm. Customer was advised to monitor the insulin pump and call back if the alarm recurs in the next four hours.